Event description:
During arthroscopy procedure, the probe peeled back. A small piece broke off and fell into the pt but was successfully retrieved. Add'l tissue had to be shaved to removed debris. No other info is available.